Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy along with a non-medtronic 6fr sheath and a 6mm spider embolic protection during procedure to treat a little calcified plaque lesion in the mid superficial femoral artery. The vessel was little tortuous. The vessel was pre and post dilated. IFU was followed. It was reported that during withdrawal, tip detached with a minimal resistance felt. The tip separated at the hinge pin. The guidewire did not prolapse. It was reported that when removing device, the tip detached from the catheter. A larger 8fr sheath was inserted to capture the tip similar technique as used to capture a spider. Once tip was removed, angioplasty was done to the artery. There was no patient injury.

Manufacturer narrative:
Image review photograph 1 contained the cutter window, drive shaft, and cutter. A portion of the distal flushing tool (dft) was also observed. A red, blood-like substance was observed on the window assembly and cutter. It was noted that the distal housing, including the inner laser drilled coils and rotating distal tip were detached from the device. The detachment occurred distal to the anchor pockets. Photograph 2 contained the distal housing, including the inner laser drilled coils and rotating distal tip. A red blood-like substance was observed on the housing assembly. Several potential bends were also noted along the housing assembly. It was noted that a portion of the inner laser drilled coils was protruding from the proximal end of the housing assembly, consistent with the fracture location. The reported event was confirmed based on the returned photographs. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.